Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead dislodged. It was noted that the patient had already been sent home from the clinic, thus programming of the device was questioned. It was also noted that the patient was not pacer dependent and had a presenting intrinsic rhythm and feels fine without pacing. Technical services (ts) discussed that since the patient was not pacer dependent and not needing atrial pacing then that should not be an issue. Ts discussed other programming options for the device. It was further noted that a lead revision would be performed in the future. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that a revision was performed, during which this lead was repositioned and a new device was implanted. All available information indicates that the lead remains in service. There is no additional information available at this time. If additional information becomes available the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.